Event description:
Event description boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) experienced an episode of supra ventricular tachycardia (svt) that satisfied detection criteria in a slow vt zone. The rhythm was treated with anti tachycardia pacing (atp), and resulted in rhythm acceleration. This arrhythmia was treated with a subsequent shock. The following physician felt that the way the device was programmed may have contributed to the inappropriate atp.